Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of unexpected alarms from the insulin pump. The customer stated that there were some unexpected alarms in the alarm history. The customer's blood glucose is normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The insulin pump function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test, self-test, unexpected restart test. No unexpected restart alarm noted during testing. All operating current measurement were normal. The insulin pump received with cracked reservoir tube lip. No damage inside pump noted.